Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device had a low internal battery. The customer replaced the device's charge-pak battery charger but the readiness display did not go back to ok. During device evaluation, physio observed that the device displayed the charge-pak and attention icons, and that the internal hybrid layer capacitor (hlc) batteries were depleted. Therefore the device might not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was determined that the customer had installed the shorting plug into the charge-pak, and then incorrectly reinserted the charge-pak into the device.  The reinsertion of the charge-pak assembly into the device caused internal hlc batteries bt1 and bt2 to no longer be able to fully charge, which then led to the observed power issue.